Event description:
Team noticed an odor of smoke coming from hallway. Pulled fire alarm. Discovered to be coming from alaris pump battery and pump was in use with patient. Upon discovery, pump immediately removed from use and new pump obtained for patient. Patient did not experience any injury from event. FDA safety report ID # (B)(4).